Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "a left side capsular contracture, baker grade iii/IV." Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on apr 28, 2022. Visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported "a left side capsular contracture, baker grade iii/IV." Device has been explanted.